Manufacturer narrative:
(B)(4). (Target vessel revascularization).

Event description:
Two complete, complete se peripheral stents were implanted successfully during index procedure, 1 to the distal sfa (6 x 80mm) and 1 to the proximal sfa (6 x 60mm). Target vessel revascularization was performed approximately 13.5 months post index procedure due to target lesion restenosis. Investigator reported that event was definitely related to stent. Patient recovered with treatment. (MFR# 2953200-2010-02142, 2953200-2010-02143). Complete se sfa is a premarket device, but is similar to complete se iliac/biliary which is approved in the us.